Event description:
A parent, on behalf of the customer, reported an alarm issue with the adc device in use with an unknown phone with unknown operating system version. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a seizure, however, no treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer reported having missing alarms, and signal loss. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s9 android 10 2.10.1.10406, iphone 11 pro ios 16.6 2.10.2.7677 and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A parent, on behalf of the customer, reported an alarm issue with the adc device in use with an unknown phone with unknown operating system version. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a seizure, however, no treatment was reported. There was no report of death or permanent impairment associated with this event.